Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. Therefore, the probable cause of the e103 error code was because the lamp itself was no longer lit due to life or accidental failure. In addition, one of the converter unit, igniter unit, or main board of the light source unit failed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer¿s representative (rep) to ask further questions about the error code. Tac informed the rep that the e103 error code is associated with the lamp failing to ignite. Tac advised the rep to exchange the light bulb and to have the device sent in for repair if the issue persist. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e103 error message occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.